Event description:
The pt underwent trivex and radiofrequency ablation to oblitrate saphenous vein on left lower limb in 2005. Immediately upon completion of the procedures an ultrasound scan was performed and did not detect any thrombus in the vein treated by radiofrequency ablation. Pt returned in two days for a routine follow-up ultrasound scan, and clinical examination. There was no evidence of thrombus detected during scan. The next day the pt contacted the physician and indicated that pt was not feeling good. The physician examined pt four days later. Co does not have information regarding the results of the pt examination other than ultrasound scanning was not performed during this visit. Subsequently, six days later the pt experienced shortness of breath, and visited a primary care physician, who referred the pt to a hosp emergency room. Bi-lateral pulmonary emboli were confirmed. Details of attempted treatment, if any, are not available at this time. The pt died a short time later.